Event description:
Discordant magnesium results were obtained on an advia 2400 for 2 patients. The results were reported to the physician. The technician subsequently repeated the samples on the same and a different advia 2400, and they recovered within the normal range. Corrected reports were issued. In the interim, one patient had been treated with magnesium. There were not reports of adverse health consequences or other known patient interventions due to the discordant magnesium results.

Event description:
Discordant magnesium results were obtained on an advia 2400 for 2 patients. The results were reported to the physician. The technician subsequently repeated the samples on the same and a different advia 2400 and they recovered within the normal range. Corrected reports were issued. In the interim, one patient had been treated with magnesium. There were not reports of adverse health consequences or other known patient interventions due to the discordant magnesium results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the causes for the discordant magnesium results were the mix1 and mix2 mechanisms. The mix1 and mix2 mechanisms were replaced. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the causes for the discordant magnesium results were the mix1 and mix2 mechanisms. The mix1 and mix2 mechanisms were replaced. The instrument is performing within specifications. No further evaluation of the device is required.